Event description:
This device was returned by a competitor without oos. The device was removed due to a large amount of charges. The physician had suspicion of the device header according to biotronik representative.